Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-3680 fibertak button implant system had an issue. During a rotator cuff and biceps repair procedure on (B)(6) 2022, after the second pass, the anchor would not seat inside the patient's bone. The patient had good bone quality. No part of the anchor broke, it was removed in one piece and disposed of by the facility, no pictures were taken. Another ar-3680 with a different unknown lot number was used to complete the procedure successfully with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).